Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient accidentally changed programs on the ins with the patient programmer and they wanted to put it back but they were not sure how to do that. They wanted to switched back to program b from program a. They reported suddenly feeling tingling. They were currently on program b showing setting of 2.8 - b - 3.30. They wanted to show program a 3.10 - a - 3.00. No further complications were reported as a result of this event.